Event description:
Home health patient parents were awakened by the pulse oximeter alarming and noted that child was disconnected from his ventilator. Parents noted the ventilator was not alarming despite being disconnected from child. Mom stated if the pulse oximeter had not woken her and dad up, they would have never known child was disconnected from his ventilator.